Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and it was completed using wireless footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch had never been installed and could not be found. The fse installed a new wired footswitch. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. In this case, it was found that the wired footswitch was misplaced. As per the instructions for use (IFU), before using the system, the user must check that if the wired footswitch was available and it functions with the system. Alternatively, they could connect a wireless foot switch. Therefore, the issue would be noticed prior to procedure commencement and alternative measures (such as using the wireless footswitch) would be implemented. Therefore, this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch was not working. No harm to the patient or user was reported. Philips has started an investigation of this complaint.